Event description:
On (B)(6) 2008, g3 operation was performed. Three days after the operation, the patient suffered a fracture at the part of nail's end. The patient was revised to a long nail.

Manufacturer narrative:
The device was discarded. No evaluation will be performed. If additional information is received it will be reported on a supplemental report. Additional devices: 3060-0080s lag screw, ti gamma3 10.5x80mm lot# k472981; 1896-5035s locking screw, fully threaded t2 tibia 5x35 mm lot# k492060.